Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a plate has been broken after fixation. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one sided). Constant load cycles led to the fatigue of the material then to a first crack and finally to the overload. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information reported that device was operated for shaft femur with bone grafting. Additionally reported that patient was absolutely non weight bearing. After 6 weeks patient experienced pain and x-ray showed plate bending and breakage.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.